Event description:
Customer reports that she acquired an infection in her finger from her softclix lancet device and rec'd antibiotics from her dr to treat the infection. Requested return of suspect device and replacement was sent.